Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report #: 2523190-2018-00109.

Event description:
This report is 2 of 2.: a customer reported that the 00mlx mlx 300w xenon lightsource, some of the light cords (including the new high output cables) has been burning. The customer was unsure if there was something wrong with the fiber optic cable or the lightsource. No patient injury was reported. It is unknown if there was any patient contact, or a surgical delay. Request for additional information has been made.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. A visual inspection found scratches on the side panels but, no physical damage. Internal inspection found the heat extended mirror was not mounted in its holder and was loose in the unit. Note that the mirror deflects the heat from the lamp away from the turret and light port. If the mirror is not in place the heat from the lamp radiates into the turret and may result in overheating or smoking. The heat extended mirror being out of place would result in fiber optic cables being burnt as reported and is considered the root cause. The complaint is considered confirmed.

Event description:
N/a.